Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00588. Follow up information identified the patient underwent surgical intervention on (B)(6) 2018 where the ipg and lead was removed and replaced. The patient is receiving effective stimulation postoperatively.

Manufacturer narrative:
Recall: 1627487-07262012-002-r, 1627487-12192011-003-r. This ipg serial number was included in a field advisory. Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
It was reported the patient stopped recharging and using her scs system in 2012 (exact date unknown) because she felt it was irritating her rather than relieving her pain. Surgical intervention may be pending to address this issue.

Event description:
Device #1 of 2: reference MFR. Report: 1627487-2018-00588. Follow up information identified the ipg is inoperable. The ipg was last used in 2012. In addition, the patient is experiencing pain in different areas than when she last used the scs system. The physician wants to remove and replace the lead to enhance stimulation to the pain areas. Surgical intervention may be pending.